Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (initial reporter name), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Due to characterization limit e1 initial reporter name : (B)(6) . A getinge field service engineer (fse) inspected the unit. Troubleshooting confirmed that the helium pressure regulator could not be calibrated within specification. As a result, the helium pressure regulator was replaced. The unit passed the electrical safety checklist, as well as all required functional and safety tests in accordance with the service manual. The unit was restored to proper operating condition and returned to clinical service. The failure analysis and testing department received helium pressure regulator. With a reported failure of nonadjustable regulator. The fat performed a visual inspection on the received part and found physical damage on the regulator .the adjustable knob is broken as illustrated in the attached picture. Due to the damage to the received pressure regulator, it cannot be installed and investigated any further by fat dept. Retaining the part in the failure analysis and testing department per procedure number

Event description:
It was reported that prior to use cardiosave intra aortic ballon pump(iabp) had malfunctioned. Helium pressure was too high. Fiber optic test was inaccurate. There was no patient involved.

Manufacturer narrative:
Another contact info: (B)(6). Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.